Event description:
It was reported the subject device experienced error. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage from the biopsy channel.based on the results of the investigation, a definitive root cause could not be identified a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide correction for the previous h11 statement reported in emdr (B)(4). The statement "in addition, the following reportable malfunctions were identified during the device evaluation: leakage from the biopsy channel." Reported in h11 of the initial report was added erroneously. Upon further review it was found, the leakage from the biopsy channel was not a reportable finding.

Event description:
No additional information received from customer.